Event description:
A malfunction on the pump was reported by the caller. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Customer received assistance from technical support to reset the pump, which resolved the issue without recurrence. Customer was advised to continue using the pump and to contact support again if the malfunction code appeared in the future.